Event description:
There was an allegation of questionable elecsys hcg stat test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 3.00 miu/ml with flag. The doctor questioned the result and the sample was repeated. The repeat result was 19.86 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed sample noise alarms. The field service engineer (fse) confirmed analyzer operation and performance. The customer performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.